Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery a nurse reported a patient had a myopic refractive surprise which resulted in a problem with distance vision. The lens was exchanged for another lens of a different model.